Manufacturer narrative:
The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the first seven proximal struts showed no sign of damage. The remaining struts were stretched, pulled misaligned and distorted. They extend beyond the tip of the device. The tip is covered by the stretched and distorted stent. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several slight hypotube kinks along the full catheter length. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During the unpacking of a 3.00x38mm promus element plus drug-eluting stent, it was noted that the stent was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During the unpacking of a 3.00x38mm promus element plus drug-eluting stent, it was noted that the stent was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.